Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check te pad messages) has been confirmed. As received, the electrode belt failed an ECG fall-off test. The cause for the test failure and the reported messages was isolated to a short in ECG "c". A pulse wire migrated within ECG electrode and caused the short. The root cause for the migrated wire has not yet been determined. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy pad" messages.